Manufacturer narrative:
Two (2) pictures were returned, showing a leak coming from the bond between the secure male luer lock and the connected tubing, also clearly showing that the tubing was not completely inserted into the bond pocket. The complaint of leakage at the connection of the secure lock adapter can be confirmed. The probable cause is incomplete insertion into the bonding pocket during manufacturing in costa rica. A lot history review could not be conducted because no lot number was identified.

Event description:
It was reported that a plum set generated a leak during patient use. The reporter stated "leakage at the connection of secure lock adapter connected to patient". A sample picture of a normal set and a complaint set where the fluid was leaking at the secure lock adapter has been provided. No further information is available for this complaint. The event was noted during the infusion of an unknown solution. The set was replaced, and therapy resumed without any problem. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.